Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient damaged their lead when they fell and landed on their stimulator; they felt the lead pull away. The implant couldn't be recharged because the leads had been pulled away from the implant and their healthcare provider told them their leads became disconnected and they needed to get that taken care of. They called their regular doctor and reported that their implant area was swelling up really badly because it was injured. The doctor decided to put the current implant in their buttocks where they had extra padding. No further complications reported.